Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump did not alarm no delivery and her blood glucose went up to 366mg/dl. The caller mentioned that they found two kinks in the cannula. Troubleshooting was performed. Assisted the caller to run a manual prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.